Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) central processing unit (cpu), two backlight inverters, and installed the software latest revision. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator became inoperative. There was no patient involvement.